Event description:
Procedure: lap cholecystectomy. The cannula cracked at the distal end of the device and a small piece fell off into the body cavity. The piece was found on the small bowel at the end of the case and no patient injury was reported.